Event description:
Customer complained about receiving an alarm on his insulin pump and it being stuck in the rewing process. During troubleshoot, customer reported that the drive support cap is protruded. Blood glucose level is 400mg/dl and customer confirmed being treated with insulin pump and insulin manual injections, no hospitalization at this time. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during the prime test and alarmed during the basic occlusion test due to protruded/loose drive support disk. Insulin pump received with scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.